Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
UDI number: a complete UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable, however explant is planned. (B)(4). Attempts have been made to obtain missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor has a patient that has bilateral symfony lenses and cannot read well. They tried contact lenses and lasik touch ups but without success. She is now experiencing glare. The doctor most likely will be referring her out to have the lenses explanted. No other information was provided. This report is capturing the complaint for the patient¿s left eye. A separate report is being submitted to capture the event for the patient's right eye.